Event description:
Disposable clip applier was double firing clips. The extra clips that fell off to the side, were removed from the patient. This applier was set aside for the incident and another clip applier was opened. There was no injury to the patient. There was no delay in service.